Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 3.5 mmol/l at the time of the incident. It was reported that the insulin pump was flashing white and alarming. The battery was removed and there was no insert battery alarm or damaged battery cap. Troubleshooting was performed and the display did not return. It was reported that the insulin pump rattled when reservoir in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.